Event description:
Product defect on 20 g 1 inch bd needle. The seal/glue that holds the needle into the hub flakes off and sometimes sticks to the bevel which could lead to potential contamination of IV product and could be incorporated into final IV product that the pt receives. This is extremely unsafe for pts receiving intrathecal medications as well as other IV medications.